Manufacturer narrative:
The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in safety backup mode. There was no indication of a device malfunction. During initial interrogation a warning message was displayed on the programmer screen indicating that the current consumption was unexpected. Furthermore, the pacemaker's memory content was analyzed documenting an elevated current consumption. During further analysis the current consumption was found to be normal. Despite of a thorough investigation and several attempts to provoke an elevated current consumption, such as noted during the inspection of the memory content, the elevated current consumption was not reproducible. In summary, the memory content of the pacemaker documented a temporarily elevated current consumption which was automatically detected by the programmer alerting the user. Despite of a thorough analysis the documented elevated current consumption was not reproducible.

Event description:
Upon interrogation, the device displayed an error indicating excessive current drain. The device will be explanted and device return has been requested. On (B)(6) 2013 - we were informed this device was explanted on (B)(6) 2013.